Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for 'anti-tachycardia pacing (atp) therapy being delivered to convert arrythmia' early on (B)(6) 2026. A review of device data by boston scientific technical services indicated the ICD had undersensed an atrial sense (as) beat, which was followed by a premature ventricular contraction, and a start of a ventricular tachycardia (vt) episode. The patient's ICD delivered a scheme of atp which was unsuccessful at converting and ended up accelerating the vt. The arrythmia eventually diverted and fell into the monitoring zone and no further therapy was delivered. Further review indicated the undersensed as beat in the episode was the result of the dynamic noise algorithm temporarily adjusting sensitivity in the presence of right atrial noise. The next available ventricular episode with electrogram (egm) information indicated the patient continued to experience vt with undersensing resulting in a rate which did not reach detection in the vt zone. Analysis of the undersensed right ventricular (rv) lead egm signals seen during the episode shows signals that were under the programmed rv sensitivity floor ((automatic gain control (agc) of 0.6 mv) with r-waves measuring 0.4 mv. A rhythmic episode after continues to show undersensing of vt. A presenting egm early in the morning at 4:52am indicated loss of capture and a general decline in impedance values. A wellness check later confirmed the patient had passed away on (B)(6) 2026. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed, as there was insufficient information provided and the product was not returned for analysis. Additionally, the procedure letter documents a history of severe left ventricular systolic dysfunction (lvsd), felt to be a combination of dilated cardiomyopathy with a small contribution from coronary artery disease and a prior myocardial infarction many years ago, which may have contributed to the reported event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause not established investigation conclusion was selected because the reason for the alleged observations could not be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for 'anti-tachycardia pacing (atp) therapy being delivered to convert arrythmia' early on (B)(6) 2026. A review of device data by boston scientific technical services indicated the ICD had undersensed an atrial sense (as) beat, which was followed by a premature ventricular contraction, and a start of a ventricular tachycardia (vt) episode. The patient's ICD delivered a scheme of atp which was unsuccessful at converting and ended up accelerating the vt. The arrythmia eventually diverted and fell into the monitoring zone and no further therapy was delivered. Further review indicated the undersensed as beat in the episode was the result of the dynamic noise algorithm temporarily adjusting sensitivity in the presence of right atrial noise. The next available ventricular episode with electrogram (egm) information indicated the patient continued to experience vt with undersensing resulting in a rate which did not reach detection in the vt zone. Analysis of the undersensed right ventricular (rv) lead egm signals seen during the episode shows signals that were under the programmed rv sensitivity floor ((automatic gain control (agc) of 0.6 mv) with r-waves measuring 0.4 mv. A rhythmic episode after continues to show undersensing of vt. A presenting egm early in the morning at 4:52 am indicated loss of capture and a general decline in impedance values. A wellness check later confirmed the patient had passed away on (B)(6) 2026. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported.